Event description:
The pt had surgery with oasys for spondilosis on c3-c4 (pedicle screw: right c3 & c5, left c3 & c4). In 1 week post-op x-rays, it was found that the screwhead was disassembled at c5 on the right side.

Manufacturer narrative:
The product is unavailable for eval. Add'l info has been requested and if rec'd will be supplied on a supplemental.